Event description:
It was reported that the pt underwent an angioplasty procedure, but he suffered of a ventricular tachycardia. To reduce the arrythmia, an external defibrillation shock of 200 j was applied. After this shock, the implanted pacemaker involved in this MDR report was not operating anymore. Therefore, it was replaced and returned for an analysis.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. The analysis is pending.